Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up inappropriate auto mode switch were detected. Programming changes were made. Device remains implanted.